Manufacturer narrative:
Date of event, death, implant: dates estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article, titled "long-term prognostic value of risk scores after drug-eluting stent implantation for unprotected left main coronary artery: a pooled analysis of the isar-leftmain and isar-left-main 2 randomized clinical trials".

Event description:
It was reported through a research article identifying xience stents that may be related to patient deaths. The article summarizes outcomes of 326 patients treated with xience stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "long-term prognostic value of risk scores after drug-eluting stent implantation for unprotected left main coronary artery: a pooled analysis of the isar-leftmain and isar-left-main 2 randomized clinical trials".